Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead replacement procedure. Upon interrogation of the device, high impedance and high pacing threshold was confirmed on the right ventricular lead. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.5cm. Analysis was normal. No anomalies were found. Visual and x-ray analysis found damages that are consistent with procedural damage.